Event description:
Voluntary medwatch received states that the patient presented with left ventricular lead that exhibited impedance anomaly. No intervention was reported. The lead remains implanted and in service. Patient status was not reported.